Event description:
It was reported that the patient felt dizzy and went to the emergency room, where pacing inhibition, noise, and oversensing were found. It was also reported that an x-ray did not show any sign of damage. The lead was scheduled for replacement. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.